Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the us. It was reported that continuously the error message "faultbub" was displayed on the rotaflow console. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the technician was able to reproduce the reported failure. The rfc (rotaflow console) flow measure pcba (printed circuit board assembly) (article number (B)(4) has been replaced. After the replacement the device is working as intended. The affected part rfc (rotaflow console) flow measure pcba (printed circuit board assembly) (article number (B)(4) was send back to the manufacturer for investigation. The part was investigated by the getinge life-cycle-engineering (lce) and the reported failure "faultbub" could not be reproduced. The rfc (rotaflow console) flow measure pcba (printed circuit board assembly) was subjected to functional testing, but the reported error could not be reproduced, therefore no root cause could be determined. Based on the investigation results the reported failure "faultbub" could be confirmed by the technician but no root cause could be determined by the getinge life cycle engineering during the investigation. However, the failure mode "faultbub" can be linked to the following most possible root causes according to our risk management file: malfunction of bubble/flow sensor electronics, dried contact gel, user forgot renewing contact gel, software error. The review of the non-conformities was performed on 2021 (B)(6) and during the period of 2015 (B)(6) to 2021 (B)(6) does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely.´ the device was manufactured in 2015 (B)(6). In order to avoid reoccurrence of the reported failure "faultbub", the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.2 / en / v14. 6.2 reapplying ultrasonic contact cream. The ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in the us. It was reported that the error message "faultbub" was displayed on the rotaflow console continuously. No more information provided. No indication of actual or potential for harm or death has been reported. Complaint ID:(B)(4).